Manufacturer narrative:
The technician adjusted the head limit switched and lubricated the motor drive to repair the bed.

Event description:
Alleged the head section will not lower using the siderail of CPR.